Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Evaluation identified multiple broken fibers consistent with questionable user handling.

Event description:
It was reported that during a shoulder arthroscopy performed by dr. Pae on 07/13/2021, the light level from the cable faded when the cable became heated. The procedure was completed using a new cable of the same part number with no patient effect.